Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 upon sensor removal, patient gets a red welt. Patient claims that the redness is the same shape as the sensor pod. Patient claims the sensor itches on day 3 of wear. Patient has reported these incidents before. Patient claims he is not allergic to anything and that it usually takes 3-4 weeks to fully heal. Patient stated that about 2-3 months ago he spoke with a dermatologist who said it appeared to be like a chemical burn, but did not perform any medical intervention. At the time of the call patient reported being in good shape.